Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an umbilical hernia procedure, the coag foot pedal sticks and will not release after the pressure is released. No patient consequences were reported.